Event description:
It was reported that during placement of an rv lead, an occlusion was noted between the subclavian and superior vena cava and the procedure was abandoned. The patient subsequently became combative and hypotensive. A chest xray was done that demonstated a left sided hemothorax. The patient became bradycardic in the 40s with no detectable blood pressure. A chest tube was placed and drained about one liter of blood. The patient was intubated and noted to have a biventricular paced rhythm that became agonal without blood pressure. Treatment with numerous medications was done, however the patient died. Additional information received from the manufacturer's representative reported the cause of death to be "blood in the lungs."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.